Event description:
During a catheter ablation, a polarsheath was selected for use. As the sheath was inserted into the patient and blood was drawn in reverse, the presence of air was monitored. Despite several attempts at flushing, the issue persisted. Visible blood was noted. Ultimately, the procedure was successfully completed by replacing the sheath. No patient complications occurred. The device is not expected to return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.